Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 29.2 mmol/l; cause was not known. A full pump system check was performed, and no issues were found with the pump, cartridge, or infusion set supplies. Customer changed supplies as necessary and resumed insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple follow up attempts were made to determine if customer's blood glucose level was resolved but no response was received.